Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette was difficult to remove from the female connector of a minicap transfer set. This occurred during use of the devices for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however the patient received vancomycin 2 gm ip (intraperitoneally). No additional information is available.